Manufacturer narrative:
Reported event was able to be confirmed by review of x-rays. It was noted on the x-ray review that there was irregular radiolucency surrounding the glenoid component, which appears loose but not displaced from the native scapula. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown tray; unknown bearing; unknown glenosphere; unknown humeral stem.

Event description:
It was reported that the patient was revised of the left shoulder due to loosening of the glenoid component. Attempts have been made and no further information as been provided.